Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have entered a blood glucose level twice in their bolus wizard while trying to correct for a high blood glucose level and needed assistance. The customer reported that the blood glucose value that they have entered was 40mg/dl but they declined to troubleshooting for the low reading. The customer stated that they were correcting for the carbs that they consumed for a high blood glucose episode. The customer was informed of the safety features and bolus history in the bolus wizard to determined if the boluses were delivered. The product will not be returned for analysis.